Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was determined that the bearings were damaged on the craniotome device. It was further determined that the pins were hiked, the crani handle was damaged, the balls and cage were missing and the ball bearing had fallen apart. It was further determined that the device failed pretest for temperature (temperature tested 0 degrees f), cutter insertion, lock operation and visual assessment. It was noted in the service order that the device could not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.